Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic lobectomy, on gastrointestinal anastomosis, the stapler was unable to fire, the surgeon was able to press the green button but could not squeeze the handle. The user replaced with new handle and reload to complete the case. There was no patient injury.